Event description:
This is filed to report a perforation. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One ntw clip was inserted and successfully implanted, reducing mr to a grade of 1+. When a steerable guide catheter (sgc) was removed, an atrial dissection was observed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported septal dissection (perforation) was due to procedural circumstances (i.e., transseptal puncture). The reported patient effect of perforation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported minor injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.